Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information was requested, and the following was obtained: how may counter-clockwise revolutions of the adjusting knob were used to open the device? After full rotation did the surgeon turn the adjusting knob counterclockwise an additional complete revolution (360) as recommended in IFU? Did the surgeon then rotate the device 90 degree in each direction prior to removal? Can more information be provided on additional dissection and additional suturing? Was patient post-operative care altered?=>the sales rep tries to get an appointment with doctor to get the additional information.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. Additional information received: the patient was stable and has been discharged from the hospital without any problem. When the issue occurred, additional cut was performed and re-anastomosis was performed with the powered circular. There was no problem in anastomosis and removing the device with the replaced device.

Event description:
It was reported that during a laparoscopic anterior resection, the adjusting knob was rotated twice to remove the device from the patient, but the surgeon felt a strong negative pressure and it was difficult to remove. Although it was pulled out carefully, the area around the anastomosis was torn, requiring additional dissection and additional suturing. The patient is discharged without complications. The surgeon said that because the anvils were parallel, negative pressure was likely to be applied physically, and it might have been difficult to pull out. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information received: .after anastomosis with cdh25p, the area around the anastomosis was torn during removal, and additional dissection and suture were performed. The patient had no postoperative complications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how may counter-clockwise revolutions of the adjusting knob were used to open the device? After full rotation did the surgeon turn the adjusting knob counterclockwise an additional complete revolution (360) as recommended in IFU? Did the surgeon then rotate the device 90 degree in each direction prior to removal? Can more information be provided on additional dissection and additional suturing? Was patient post-operative care altered? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.